Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was syncopal. The patient presented to the emergency room with bradycardia and was not feeling well. It was noted that the patient possibly had recurrent ventricular tachycardia (vt). The device was subsequently checked. The threshold measurements were good and there was no arrhythmia. No reprogramming was required. No additional adverse patient effects were reported. The device remains in service.